Event description:
The patient underwent endovascular repair of aaa with the ovation abdominal stent graft system on (B)(6) 2013. The patient returned with pain in the right leg on (B)(6) 2013. An echocardiography and a CT scan were performed that confirmed a 100% occlusion of the patient's right leg (left iliac limb graft). A re-intervention was planned for (B)(6) 2013, although as of this report trivascular has not obtained confirmation that this was performed. Based on a review of intra-operative and 1 month follow-up imaging, a definitive root cause for the occlusion could not be determined, however pre-existing medical conditions and/or compression of the iliac limb graft observed near the bifurcation may have contributed to the event.